Manufacturer narrative:
The investigation determined that a lower than expected intact pth ii (ipth ii) result was obtained when a level 2 biorad qc was tested using vitros ipth ii lot 0145 on a vitros 5600 integrated system. A definitive cause of the event was not established. Historical qc results leading up to the event and qc results following the event indicate acceptable vitros ipth ii lot 0145 performance. Additionally, ongoing tracking and trending did not identify any signals to suggest there is a systemic quality issue with vitros ipth ii lot 0145. An instrument issue cannot be completely ruled out as a contributor to the event, as no within run diagnostic precision testing was conducted around the time of the event to verify the performance of the vitros 5600 integrated system. Precision testing following the event indicated acceptable instrument performance. No information was provided in relation to the handling of the biorad level 2 qc on the date of the event. It is possible improper handling or storage of the level 2 biorad qc contributed to the event, however this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower-than-expected intact pth ii (ipth ii) result was obtained when a level 2 biorad qc was tested using vitros ipth ii lot 0145 on a vitros 5600 integrated system. Biorad level 2 (lot 64992) result of 89.14 pg/ml versus the pi mean result of 130 pg/ml biased results of the magnitude and direction observed may led to inappropriate physician action if they were to occur undetected on patient samples. The lower-than-expected vitros ipth ii result was obtained when the customer was processing a non-patient fluid. There has been no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) (B)(4) and reportability assessment (B)(4).